Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump is draining the batteries quicker than normal. Customer stated on (B)(6) 2015 the device had alarmed low battery, she changed the batter, and the device had alarmed again that same day low battery. The device also alarmed failed battery test. Customer didn't know her blood glucose level. Troubleshooting was performed and anomaly persisted after clearing and cleaning the battery compartment. Customer was advised a new battery cap to rule out issues with the battery cap. The device is not returning for analysis.